Manufacturer narrative:
Concomitant medical products: c154dwk, crt-d, implanted: (B)(6) 2008; 5076-58, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "wires came loose" and that their physician noted it "was not working right." The patient questioned if their cardiac resynchronization therapy defibrillator (crt-d) was still working and stated that it could not be replaced due to the loose wires. The patient indicated that a doctor appointment was scheduled for the following day and the crt-d system remains in use. No patient complications have been reported as a result of this event.